Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that alarm has occurred 3 times in the last week. Device has not been exposed to a strong magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 140 mg/dl. Nothing further reported.